Event description:
Office of the medical examiner, alerted the co to pick up our enteral pump at his office. The coroner stated that the infant was brought to the morgue with the pump attached. The coroner asked that the pump be tested and a copy of the report forwarded to his office when completed. The MFR was notified of the incident and the pump was sent for eval and testing.